Manufacturer narrative:
A device history record (DHR) review was conducted, which indicated that all inspections were completed, and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. The reported issue of leakage due to damaged reservoir cover was duplicated. Additional parts were observed to be damaged, and technician replaced all damaged parts to resolve the reported issue. The technician performed the preventive maintenance (pm). The device passed all the functional testing. The root cause of the reported issue was determined to be related to the customer's impact to the device. UDI is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had leakage issue due to cracks on reservoir. No patient injury was reported.